Event description:
The technician alleged that the brakes lock but still swivel. No pt impact.

Manufacturer narrative:
The technician replaced all brake casters to resolve the issue. See scanned pages.